Event description:
Boston scientific crm received information that this left ventricular lead exhibited high out of range impedance measurements as well as loss of capture. The lead was explanted and found to be fractured. A new lead was successfully implanted in it's place. To date, there have been no adverse patient effects reported.

Event description:
New information was recevied that this lead also exhibited episodes of noise.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
--